Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was displaying localizer not connected. The cart to cart cable was reseated, the system was rebooted issue was resolved. No patient present. Manufacturer representative reported that when the system powered on, the system said the uninterrupted power supply (ups) was not connected due to firmware but the system was acting like it was connected. A hard restart was performed and that resolved the issue and everything was connected.